Event description:
Additional information received from the healthcare provider (hcp) via a clinical study reported that the cause for the inability to aspirate fluid and lack of csf free flow was caused by the device being at battery end life. The event resolved after replacement of the device.

Manufacturer narrative:
Upon additional information received, the event is no longer attributed to the 8637-40. Conclusion code applies to the pump, model# 8637-40, serial# (B)(4). Conclusion code applies to both catheters, as both catheter were listed as active. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site indicated a syringe was put in the catheter during the replacement ((B)(6) 2015) to prevent leakage. Free flow as then able to be obtained. There were no reported symptoms. The issue was related to the lumbar/pump portion of the catheter. The previously reported inability to aspirate and no cerebrospinal fluid (csf) free flow encountered on (B)(6) 2015 was via side port tap (catheter access port access). Dosing changes: (B)(6) 2013: sufentanil (200.0mcg/ml, 100.20 mcg/day), bupivacaine (15.0mg/ml, 7.515 mg/day), and clonidine (500.0mcg/ml, 250.50 mcg/day) (B)(6) 2014: sufentanil (250.0mcg/ml, 110.11 mcg/day), bupivacaine (15.0mg/ml, 6.607 mg/day), and clonidine (500.0mcg/ml, 220.22 mcg/day)

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8711, serial# (B)(4), product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 rp (sdy, hcp, rep): information was received from a manufacturer representative regarding the delivery of sufentanil (250 .0mcg/ml, 110.00mcg/day), bupivacaine (15.0mg/ml, 6.607mg/day), and clonidine (500.0mcg/ml, 220.22mcg/day) in an implantable infusion pump for non-malignant pain and multiple back operations. The pump was returned with no associated complaint. Information was later received from the healthcare provider (hcp) via a clinical study. On (B)(6) 2015, the hcp was not able to aspirated fluid and there as no cerebrospinal fluid (csf) free flow. The pump was replaced past elective replacement indicator (eri) on (B)(6) 2015. The eri occurred on (B)(6) 2015 and end of service (eos) occurred on the day of replacement. There was no reported of catheter replacement or issue. The event resolved without sequela on (B)(6) 2015. Additional information was requested from the hcp regarding the cause of the inability to aspirate and if the issue resolved after replacement.

Event description:
Additional information was received from the health care provider (hcp) through the clinical site. The old report of the catheter not being revised as ¿free flow was obtained by putting ¿syringe¿ through catheter ¿was updated to ¿free flow being obtained by putting ¿saline¿ through catheter.¿